Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2021 for 6 days. Blood glucose at the time of the event was 900 mg/dl. The customer experienced symptoms such as lethargy, fatigue, ache, and weakness as well as diabetic ketone acidosis as a result of high blood glucose. Customer was treated for high blood glucose with intravenous drip. It was unknown if automode feature was in use at the time of the high blood glucose event. The insulin pump will not be returned for analysis.